Manufacturer narrative:
The biclamp laparoscopic instruments were not returned for an evaluation. Based upon similar reports involving this type of accessory; most likely, the instrument became damaged due to wear, mechanical stress (e.g., excessive levering or torsion), etc. However, no conclusive determination can be made at this time. Nevertheless, in the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. Finally, if a root cause to the reported problem is determined upon an inspection of the instrument (if made available), etc.; a follow-up report will be filed. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that respectively three (3) biclamp laparoscopic instruments broke during 3 laparoscopic operations. The accessories were being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used were not provided. During the procedures, the fastening screw in the joint area became loose and detached from the biclamp laparoscopic maryland serrated insert. In each case, the screw was removed from the surgical site and no patient injury resulted.